Event description:
It was reported that during surgery, the reamer shaft broke in the femur of the patient. The broken parts have been retrieved and discarded. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
Cmp (B)(4) g2: foreign- jordan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h4, h6, h11. Proposed component code: mechanical (g04) - drill. Reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the shaft has fractured on the end where the head is assembled. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.